Manufacturer narrative:
The complete manta device was not returned for investigation purposes. The collagen and toggle were returned; however, a complete return product evaluation could not be fully completed. Angiograms and photos from the field were reviewed and revealed the toggle and collagen were partially outside the vessel. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, hemostasis was immediate following manta deployment. A post-angiogram revealed the lock positioned on the "more proximal segment of the femoral artery". Significant bleeding surrounding the manta device was present, which is indicative of a tract deployment. Manual pressure followed by contralateral balloon inflation was unsuccessful. Due to the severe vessel bleed, the patient was rapidly declining and surgical intervention was required. During the surgical cut-down, manta was observed to be fully deployed however, the toggle was partially visible outside the vessel. Manta was explanted, a vascular patch placed, and the patient received an undisclosed amount of blood units. The physician stated the combination of access location, angle of sheath deployment and patient body condition have possibly led to insufficient closure. It is likely procedurally related however, due to the insufficient amount of information regarding the manta deployment procedure, the cause of the tract deployment cannot be fully determined. The IFU was reviewed and confirmed to identify the following potential adverse events related to the deployment of vascular closure devices: failed hemostasis requiring manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent or surgical repair. Local trauma to the femoral or iliac artery wall, such as dissection. Perforation of iliofemoral arteries, causing bleeding/hemorrhage. Other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure requirements: activated clotting time (act) should be below 250 seconds prior to closure.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: after the successful and uncomplicated interventional procedure, the manta system was used according to the IFU with an immediate positive local result. However, a conducted control angiography was performed following the closure procedure which indicated a significant bleeding from the area close to the manta device. After conducting several bail out strategies, finally a vascular surgical intervention was required.